Manufacturer narrative:
The customer reported getting a shock equipment malfunction. The unit was evaluated. The symptom could not be recreated, however, it was verified in the system log. The therapy pca was replaced as per the service manual. We are considering this a malfunction. We cannot definitively determine the cause since we could not duplicate the reported symptom.

Event description:
The customer reported getting a shock equipment malfunction.